Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported temporary paralysis and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient experienced temporary paralysis due to hypoglycemic event. The patient was sleeping after working a night shift and awoke screaming with inability to move. Patient's father performed a fingerstick blood glucose test and found blood glucose level to be 39 mg/dl. The pod had been worn for longer than 48 hours in the arm. As treatment, the patient's father administered glucagon and the patient drank five juice boxes, then a new pod was placed. The patient did report a recent change in her dose of synthroid.